Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm via system logs the reported complaint as well as reproduce the issue during in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. (C-33/c-00 error on start-up.) The unit was placed on golden system and was run in normal mode where c-33 and c-00 error occurred on startup. Fa concluded that no root cause could be attributed to this issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Event description:
It was reported that after a da vinci-assisted surgical procedure, error c-00 appeared on the erbe generator. The site attempted to power cycle the erbe multiple times with no change. As they did not have a covidien activation cable, the procedure was aborted to another da vinci system with no report of patient injury. It is not certain if this issue happened during the procedure or after the procedure.